Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the bolus button was found to be unresponsive. Unrelated to the event the display was found to be dim and crooked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the bolus button was found to be unresponsive. This report is being made based on the evaluation results.